Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable monitor is double-counting the inverted t-wave and that reprogramming of sensitivity is being considered. The device is still in use. No patient complications have been reported as a result of this event.